Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the physician had a concerned that he may nicked the atrial lead. Post-procedure, the atrial lead exhibited low pacing impedance. The physician decided to monitor the lead. The patient was stable.